Event description:
Customer stated that she is having issues with the insulin pump. Customer stated that she pushed the wrong button on (B)(6) and received a bolus by accident. Customer hit the max bolus button and ended up in the hospital. The blood glucose reading at the time of the event was in the 30 range. The current blood glucose is 41 mg/dl. Customer is treating with orange juice. The blood glucose reading increased to 60 mg/dl. Customer will meet with her local representative for additional training. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.